Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture, death). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. Post deployment angioplasty with a gore® molding & occlusion balloon (mob) was performed. Post angioplasty angiography revealed the a localized dissection at the distal end of the left limb of the trunk ipsilateral leg component. A bare metal stent was deployed to extend the device distally and treat the dissection. It was reported that the balloon touch-up using mob might have been slightly over-inflated.